Event description:
Reporter indicated a vns pt underwent explant surgery due to infection. There are currently no plans for replacement at this point. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.